Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a pcb issue, no battery information and there was a physical damage to plunger head top. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked plunger case and missing battery. Review of the event history log (ehl) showed battery communication timeout. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the interconnect board and customer damage of the plunger case. As a result, the plunger assembly and interconnect board were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a printed circuit board (pcb) issue, no battery information and there was a physical damage to plunger head top. There was no patient involvement.